Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited a fracture. Technical services (ts) reviewed the available device data and determined that this ra lead triggered an right ventricular automatic threshold (rvat) alert as multiple unsuccessful tests were observed due to noisy signals. Further evaluation suggested the behavior was associated to the ra lead fracture, which resulted in intermittent oversensing and asynchronous atrial pacing. The plan is replace this ra lead. No adverse patient effects were reported. This ra lead remains in service.